Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a defective battery pack, battery charger pcb and generator interface pcb. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system had charger failure message as well as over-heating issues and warnings that seem premature.